Manufacturer narrative:
The customer provided an additional meter to lab comparison. During the week of (B)(6) 2024, the meter results was 1.9 inr. The result from the laboratory was 1.74 inr.

Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr result with coaguchek inrange meter serial number (B)(6) compared to a laboratory using the chronometric ac method. The result from the laboratory was 3.08 inr. The result from the meter within three hours was 4.3 inr. Customer's therapeutic range is 2.5-3.0 inr.